Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported: "the patient sedated and ventilated on aicu. The patient was ventilated on drager evita ventilator since admission. The bedside nurse placed a stethoscope on metal handle on side of ventilator and the vent screen went blank and the machine switched itself off. The nurse immediately removed the stethoscope from ventilator and the ventilator switched itself back on." No patient injury was reported.

Manufacturer narrative:
The device was tested on site in accordance with the dräger test certificate and reportedly passed. The logbook was downloaded and analyzed by the manufacturer. Based on this analysis in can be assumed that while a user acted on the ventilator an extraordinary high electrostatic discharge of the user took place, which resulted in a deviation of internal data. As a safety feature of the ventilator, the ventilator software analyzes and verifies relevant data and proper function of the device. The deviation was detected as an internal communication error and the ventilator performed a warmstart in order to restore the data base for ventilation. During the warmstart, which needs about 8 seconds, acoustical alarm is generated and ventilation stops. The patient system is opened automatically to give the patient the alternative of spontaneous breathing. After the warmstart ventilation is continued with the previous settings. Immediately after new begin of ventilation an ¿mv-low¿ alarm is generated, which lasts until the applied volume exceeds the adjusted lower alarm limit. The evita was designed and approved in accordance to medical standard iec60601, where the required immunity barriers are defined. But we experienced that in rare cases disturbances can occur which exceed the limits of the standard. Annotation: it was the impression of the user that the ventilator switched itself back when the nurse removed the stethoscope. This corresponds to the duration of a warmstart of 8 seconds.

Event description:
Please see initial-report.